Event description:
It was reported that the insulin pump had switched itself in two occasions without given low battery alarms. It was stated that the last time the customer was hospitalized due to high blood glucose of 14mmol/l, and it was unknown the level of ketones as they passed out. It was stated the customer revert to manual daily injections per doctor's instructions. It was unsure the type of batteries used at the time. Advised that the insulin pump should be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.